Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an eopa arterial cannula, it was reported that there was a significant kink in the cannula. The use of the device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information b5: the device was replaced to complete the procedure. Medtronic received additional information that the customer used the initial insertion site for the replacement cannula. The pump was located on the right side of the patient. The cannula was not heated or cooled prior to use. The kink was not in the location of the sutures. The date the manufacturer received information (g3) in the initial report has been updated to 01 oct 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.